Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to a high shock impedance measurement of greater than 125 ohms. The device was reprogrammed to increase the shock impedance alert range. The lead was evaluated and all measurements were within normal limits. No further actions or interventions were required, as it was noted that the lead was functioning appropriately. No adverse patient effects were reported. The device remains in service.